Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye noted that the female connector was separated from the main body. The insert/chip was present on the female connector. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing related due to inadequate solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve was separated from the main body of the transfer set. This occurred at home during use of the device for peritoneal dialysis therapy. The transfers set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.